Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated elective replacement procedure, the left ventricular lead exhibited high capture thresholds. It was discovered that the lead had dislodged and the patient experienced phrenic nerve stimulation. The physician elected to disable lv pacing and monitor the patient. On (B)(6) 2017 the physician re-opened the pocket and explanted and replaced the left ventricular lead. During the procedure, the right atrial lead dislodged; the physician retracted the lead but could not get the screw to re-extend, so the lead was explanted and replaced. The patient was in stable condition during and post surgery.